Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient's pump had been empty since october. The patient had a follow-up appointment scheduled with their primary care physician on (B)(6) 2023 and wanted a manufacturer representative's assistance. Patient services reviewed that the healthcare provider (hcp) could use the national answering service for scheduling purposes.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown medication for non-malignant pain via an implantable pump. It was reported the patient had a CT scan and showed "the most anterior abdominal wall with the tip is permeating in the lower thoracic spine" and they inquired if they were in danger. They reported the pump had been empty since october and had been alarming very loudly. The patient said that since they had the pump placed in (B)(6) 2022 they have had more complications than ever. The CT scan had been ordered due to the patients stomach bothering her following a car accident on (B)(6) 2023. They stated that after the accident the area over the pump was really tender and hurt. Additional information received reported they had been electrocuted on the job and have been disabled for 30 years. They stated their stomach hurts and they had a sharp pain in their stomach. Certain movements gave them a sharp pain and numbness feeling. The patient reported they cant keep going to the emergency room because they thought the patient was "drug shopping". The patient was stated there catheter is broken in their spine. They were concerned because they feel like they felt when there catheter broke in 2017.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 31-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. The patient mentioned an abandoned catheter left in spine causing more pain and side effects. The patient stated they had fluid draining from their spine and had to do a second surgery. The patient stated they were not sure what to do about this. The patient stated she would contact legal as she was not getting anywhere with this. The patient stated she was told surgery went great but in fact it did not. The patient stated they had to get 100 mg of fentanyl and another 100 in their belly with needle of morphine. The patient mentioned pieces left in their body after an epidural, this was (B)(6) 2023 and mentioned the pump was alarming. The patient stated they were given dilaudid and stuff for nausea.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.